Manufacturer narrative:
The device is currently being returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 147) message was observed on an astral device. This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Performance testing confirmed the reported system fault (sf 147) error message. The investigation determined that the device failure was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).